Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited enclosure separation at the seams, consistent with a hardware and screen bezel separation issue, confirmed by photographs and repeated on a replacement unit. Symptoms included none, with blood glucose reported as normal and no alerts or alarms. Outcomes included continued therapy availability through backup options and continued cgm use via dexcom app or receiver, with no hospitalization. Investigation included product history review, user guidance on device shutdown to avoid further alerts, data synchronization instructions prior to return, and replacement logistics. Investigation of the returned device revealed visible enclosure integrity failure affecting the device housing and bezel, with no impact on pump function or patient glycemic control at the time of report. It was concluded, based on previously established findings for similar reports, that the cause was device housing mechanical integrity degradation.